Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review could not be performed since no product catalog number and the lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the medical staff used the purewick urine collection system at home on patient without concern for harm or injury to them. After lethargic and bedridden for four days when the product rules removed, it caused severe trauma to the skin. It continued for years through wound expert treatment and eventually developed into cancer. Followed by many months of treatment, fetal incontinence and bleeding to the point of almost hemorrhaging. Per clinical follow up via phone on (B)(6) 2025, the patient¿s daughter reported that the (B)(6) year-old female was very healthy and active for her age. The patient went to the emergency room (ER) on (B)(6) 2021, and she was diagnosed with blockages which required stents. Skin assessment on the emergency room documentation noted the patient¿s skin to have no visible rashes. The patient underwent a cardiac procedure on (B)(6) 2021 and encountered problems with anesthesia, which required hospitalization. Due to limited space availability, the patient had to be placed on a covid unit and family was unable to visit. The patient frequently tried to get out of bed, so staff sedated the patient and put a purewick in place. It is unknown how often the wicks were checked or replaced. When wick use was discontinued after 3 days, the top layer of skin where the wick was placed was gone, and the patient was treated by the wound care team in the hospital. The patient was discharged on (B)(6) 2021. The daughter confirmed the purewick device was only used during the hospital stay; the patient did not use a purewick device prior to hospital admission on (B)(6) 2021 or after discharge on (B)(6) 2021. The patient followed up with her primary care doctor approximately 1-2 weeks after the hospital stay. Her primary care doctor assessed the wound, and she received additional treatment on (B)(6) 2021 at garnett medical center. The patient continued to receive wound care treatments, and a home wound care team began seeing the patient on (B)(6) 2022. She was treated with antibiotics, nystatin, coloplast products, calmoseptine, silvadene cream, collagen strips, medihoney, desitin, genetian violet, mupirocin, and hydrophilic wound dressings. The wound progressively got worse, causing significant bleeding and anemia. The patient¿s daughter stated the patient also developed a tumor near the anal region, leading to fecal incontinence. On (B)(6) 2024, the tumor was biopsied and the patient was diagnosed with invasive squamous cell carcinoma. On (B)(6) 2024, the patient was transferred to a skilled nursing facility because the family was no longer able to manage the wound, bleeding, and fecal incontinence. A pet scan was completed on (B)(6) 2024 with the following results: bowel/peritoneum/mesentery: fdg avid anal mass extending to the lower rectum, approximately 6.5 x 5.0 cm with suv 24.0, biopsy-proven primary malignancy. The uptake may be overestimated due to adjacent urinary contamination. Fdg avid metastases abutting the rectum measuring up to 3.3 x 2.2 with suv 5.9. On (B)(6) 2024, the patient received one treatment with radiation in attempt to manage the ongoing bleeding from the wound. The daughter stated it helped a little, but the bleeding still persisted. The patient passed away on (B)(6) 2024 at (B)(6) years-old. The cause of death listed on the death certificate was dementia due to, or as a consequence of unknown etiology.

Event description:
It was reported that the medical staff used the purewick urine collection system at home on patient without concern for harm or injury to them. After lethargic and bedridden for four days when the product rules removed, it caused severe trauma to the skin. It continued for years through wound expert treatment and eventually developed into cancer. Followed by many months of treatment, fetal incontinence and bleeding to the point of almost hemorrhaging. Per clinical follow up via phone on 28-jan-2025, the patient¿s daughter reported that the (B)(6) year-old female was very healthy and active for her age. The patient went to the emergency room (ER) on (B)(6) 2021, and she was diagnosed with blockages which required stents. Skin assessment on the emergency room documentation noted the patient¿s skin to have no visible rashes. The patient underwent a cardiac procedure on (B)(6) 2021 and encountered problems with anesthesia, which required hospitalization. Due to limited space availability, the patient had to be placed on a covid unit and family was unable to visit. The patient frequently tried to get out of bed, so staff sedated the patient and put a purewick in place. It is unknown how often the wicks were checked or replaced. When wick use was discontinued after 3 days, the top layer of skin where the wick was placed was gone, and the patient was treated by the wound care team in the hospital. The patient was discharged on (B)(6) 2021. The daughter confirmed the purewick device was only used during the hospital stay; the patient did not use a purewick device prior to hospital admission on (B)(6) 2021 or after discharge on (B)(6) 2021. The patient followed up with her primary care doctor approximately 1-2 weeks after the hospital stay. Her primary care doctor assessed the wound, and she received additional treatment on (B)(6)2021 at (B)(6) medical center. The patient continued to receive wound care treatments, and a home wound care team began seeing the patient on (B)(6) 2022. She was treated with antibiotics, nystatin, coloplast products, calmoseptine, silvadene cream, collagen strips, medihoney, desitin, genetian violet, mupirocin, and hydrophilic wound dressings. The wound progressively got worse, causing significant bleeding and anemia. The patient¿s daughter stated the patient also developed a tumor near the anal region, leading to fecal incontinence. On (B)(6) 2024, the tumor was biopsied and the patient was diagnosed with invasive squamous cell carcinoma. On (B)(6) 2024, the patient was transferred to a skilled nursing facility because the family was no longer able to manage the wound, bleeding, and fecal incontinence. A pet scan was completed on (B)(6) 2024 with the following results: bowel/peritoneum/mesentery: fdg avid anal mass extending to the lower rectum, approximately 6.5 x 5.0 cm with suv 24.0, biopsy-proven primary malignancy. The uptake may be overestimated due to adjacent urinary contamination. Fdg avid metastases abutting the rectum measuring up to 3.3 x 2.2 with suv 5.9. On (B)(6) 2024, the patient received one treatment with radiation in attempt to manage the ongoing bleeding from the wound. The daughter stated it helped a little, but the bleeding still persisted. The patient passed away on (B)(6) 2024 at (B)(6) years-old. The cause of death listed on the death certificate was dementia due to, or as a consequence of unknown etiology.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.